Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second dilation at nominal pressure and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second dilation at nominal pressure and was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). E1. Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Device analysis identified a longitudinal tear 2mm distal of the distal markerband and extending 9mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.